Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' An implant was returned for investigation visual inspection of the as returned product identified worn marking due to usage, a stuck removal tool and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #16 and was used for approximately 6 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (62407479). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62407479) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant and bone loss. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and is non-verifiable for bone loss however, malfunction did occur and the reported event was confirmed for fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number:k011028 and k013227.

Event description:
Doctor reported the implant fractured and was removed. Bone loss also reported.